Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a social media team regarding a patient receiving unknown baclofen via an implanted pump. It was reported the patient had two pumps, three surgeries, and the pump still had to be removed. The patient noted they are lucky to be alive. Further information received indicated that the patient was paralyzed due to radiation. It was noted that the patient had a pump that almost killed them and they ended up in the ICU for a week. It was noted the patient was still having issues.